Event description:
Overdelivery reported: the pump was programmed to deliver morphine 1mg/ml at 1.0 mg/hour continuous rate, 1.0mg pca dose with a 15 minute lockout, 1.0mg loading dose and a 15.0mg 4 hour limit. The nurse reports that shortly after the loading dose was infused, the pt initiated the first pca dose. At that time, it was noted that the display screen indicated a total volume infused of 80mg. The nurse states that "during initial pump set up, she does not think she cleared the amount infused history prior to programming". After noting the discrepancy on the display screen, the nurse visually inspected the vial/syringe and reported that 4ml had actually infused from the syringe. Only 2ml (the loading dose plus one delivered pca dose) should have been delivered. The nurse immediately stopped and replaced the pump. There was no report of adverse patient effect and the physician was not notified. Though requested, no further information or details were available.